Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) sensor reconnecting alert with signal loss to the ilet, while glucose readings remained visible in the dexcom app and pairing was reinitiated by toggling cgm settings. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data communication to the ilet without health impact. User support included guided troubleshooting and education to re-establish the cgm-to-ilet connection. Investigation of this case revealed a communication disruption between the cgm transmitter and the ilet, consistent with transient signal loss without evidence of device breakage or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or connectivity-related factors.